Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm reading was 178mg/dl. Training misuse causes were identified as; the patient did not wait the 10 minutes since the calibration before comparing the blood glucose values, the sensors were not stored at room temperature, and the patient was not doing quality checks on the blood glucose meter per manufacturer¿s recommendations. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.